Event description:
It was reported that during patient use, the ventilator graphic user interface (gui) upper display became erratic and unreadable. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb), which resolved the issue. The unit passed all tests and calibrations per the service manual. (B)(4).